Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of lactated ringer (lr). Lactated ringer 1000ml was a routine order to infuse at 100ml/hr; however, an "unknown" amount of lr infused. The device history indicated approximately 700ml infused; however, the bag of lr was full. The lr was programmed using the guardrail drug library. Pitocin 1-3 milliunits/min was also infusing at the time of the event. The event did not occur at change-of-shift. There was patient involvement, but no harm.

Event description:
It was reported an under infusion of lactated ringer (lr). Lactated ringer 1000ml was a routine order to infuse at 100ml/hr; however, an "unknown" amount of lr infused. The device history indicated approximately 700ml infused; however, the bag of lr was full. The lr was programmed using the guardrail drug library. Pitocin 1-3 milliunits/min was also infusing at the time of the event. The event did not occur at change-of-shift. There was patient involvement, but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#, medical device serial #, device manufacture date. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module under infusion event was not able to be confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. The event date and time was reported as 28 march 2025 at 12:04 pm. A review of the pcu and pump module error log showed no errors were recorded related to the reported event. The pump module event log showed the device in use on 28 march 2025 attached to the returned pcu s/n (B)(6) as channel a. At 12:03 pm the user changed the volume to be infused (vtbi) to 950 ml with a rate of 100 ml/hr. The primary volume infused (pvi) was 1749.75 ml. Between 12:54 pm and 12:56 pm the pump module alarmed for air in line two (2) times. At 2:21 pm the pump module was channeled off. The total volume infused recorded between 12:03 pm and 2:21 pm was 226.02 ml. The bd alaristm system with guardrailstm suite mx user manual (v12.1) states: do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause for the reported issue of an under-infusion event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Note that this report lists imdrf annex a1801, a040502, c0601, d01, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.